Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. No other anomalies were observed on the sheath/dilator. A functional test was performed introducing the dilator through the sheath with the hemostatic valve removed, and no resistance was encountered. A device history record evaluation was performed for the finished device number 00002554 and no internal action was found during the review. The resistance issue reported by the customer was confirmed, as the conditions of the hemostatic valve may have affected a proper insertion of the dilator. Also, it could be related to an improper insertion technique. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use states the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was dislodged inside the hub. During the procedure, the inner sheath could not advance in the outer sheath due to the impediment. The second device sheath was used to complete the operation. There was no report on adverse event on patient.

Manufacturer narrative:
Per internal review on 12-sep-2024, it was identified that the d4 primary UDI number was mistakenly indicated. The d4 primary UDI number has been corrected in this supplemental report as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).